Event description:
I used medihoney on an open breast cancer wound. I got sicker and sicker with nausea, dizziness and low energy. Finally in (B)(6) 2025, I coughed all night and couldn't sleep so I went to the emergency room. My EKG was abnormal and I was in a fib. They admitted me to the hospital where I stayer for 5 days and was treated with IV's for an unknown infection. "Open wound", "amazon".